Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there was minimal tissue damage and tissue loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy. The first reload was loaded and fired with no issues but it was difficult to remove. The second reload was difficult to load. While firing on the sigmoid colon, the surgeon began to fire and heard crack but continued firing. After examining the reload, the knife did not appear to move forward but they believed staples were deployed. The reload was not able to be opened. They disengaged the reload from the handle and a new handle was connected. This time knife blade moved forward to distal tip but could not be retracted and reload was stuck on tissue. Surgeon ended up placing an adjacent trocar and firing another stapler around to remove reload that was stuck on tissue. After examination, handle has "l" shaped crack near reload side, and reload was damaged. There was unanticipated tissue loss and damage. The surgery time was extended 30 minutes and more due to the device issue. Patient is alive.